Event description:
It was reported that the 9800 system had poor image quality with pixilated images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.